Manufacturer narrative:
The device evaluation found that due to wear of the angle wire, the bending angle in the up direction did not meet specifications. Due to wear of the angle wire, the play of the up/down knob did not meet specifications. The bending rubber, connecting tube, and universal cord protector on the scope connector side had scratches. The image guide protector was damaged. The suction cylinder was shaved. The scope connector was deformed. The adhesive on the bending rubber and around the objective lens was cloudy. The connecting tube had a dent. The connecting tube and air/water cylinder had discoloration. The paint on the suction cylinder was peeled. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the scope angulation was defective. There was no report of patient harm due to the event. The device was returned to olympus for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. Based on the results of the investigation, the event, ¿foreign material came out of the nozzle¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. ¿ instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.